Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the limited information retrieved. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient underwent low anterior resection with protective ileostomy. After 12 days, a rectoscopy was done and the anastomosis was fully open. There was incapsulated inflammation on the area of douglas. No operation was done, the patient received conservative treatment and the anastomosis was healed with no additional intervention.